Event description:
In (B)(6) 2009, the device was used for a hernia repair. In (B)(6) 2009, the patient presented a bulge superiorly and the device was explanted. Intraoperatively, it was discovered that the sutures had pulled through the device on the left side, and the device curled without incorporating.

Manufacturer narrative:
Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Review of the device history record revealed no deviations associated with the nature of this complaint. (B)(4). In one event, the device was implanted with no injury; whereas in the two remaining events, the events were evaluated as being unrelated to the implanted devices. To date, 80 devices from this lot have been reported as implanted.